Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon further investigation, this event is not reportable; leakage of the captor valve was not reported. There is no evidence to suggest that the observed device failure, "the extension tube of the captor valve assembly was damaged" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: supply coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 29jun2023, it was reported that the zsle was prepped by the tech without issue prior to a standard aaa procedure. The device was handed to the physician and the graft was deployed. When removing the device, it was found that the flush catheter off the hemostatic valve was basically broken off. The separation was not complete, as the tubing was barely hanging on. There was no abdominal bleeding, no effect to the deployment and no harm to the patient was done. The physician was happy with the deployment, just pointed out the tubing was hanging off. There was no problem flushing the device. No additional blood loss occurred due to the fractured tubing. It was confirmed that no additional interventions were necessary. The device was stored at the home of the cook clinical specialist in its protective box until the day of the procedure. The cook clinical specialist was present for the case. No damage to the packaging was noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: initial reporter (customer) unknown. Cook clinical specialist was present for the case at (B)(6) hospital, (B)(6) phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient underwent a procedure where a zenith flex with spiral-z technology aaa endovascular graft iliac leg was used. When the device was being removed, after graft deployment, the physician noticed the side arm tubing connected to the hemostatic valve had separated. The surgical technician that prepared the device prior to the procedure did not notice this failure. No harm to the patient was reported. The separation did not impact the case and the physician performing the procedure was not concerned. A cook clinical specialist was present for the procedure. Photos of the device showing the separation were provided for the investigation. Additional information regarding the event has been requested but is currently unavailable.